Event description:
Additional information received reported that the patient was still having concerns regarding her device or therapy, but was working with her doctor or manufacturer representative. She had an appointment on (B)(6) 2014.

Event description:
It was reported, five weeks prior to the date of the report, the implantable neurostimulator (ins) drifted down about three inches, was uncomfortable, and was poking out of the surface like a very raw crater that could pull out with tweezers, but an infection was not present. At the time of the reported event, the patient did go to urgent care for the uncomfortable feeling. The urgent care doctor reportedly took a picture of the area. The patient did see their healthcare professional (hcp) approximately one month prior and were told the implant should be deeper, but nothing was scheduled at this time. Chest pains occurred and the patient went to the emergency room (ER) the (B)(6) prior to the call and stayed until (B)(6). A stress test was completed, the results were noted ok, but the ER doctor stated the patient better take care of ¿it¿ or it will get infected. No other interventions were reported and the patient outcome was unknown. Further follow-up is being conducted to obtain information about any interventions and patient outcome. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0h0r4, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).